Event description:
It was reported that customer experienced pixel problem on pump display that affected ability to read and interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and relied on mobile app to operate and give doses, while technical support arranged shipment of replacement pump.